Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.     Device evaluated by MFR: a visual examination of the stent found the stent kinked and damaged towards the middle of the profile with struts distorted, stretched and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the shaft broken at 144mm from the bumper tip. The proximal end of the hypotube including the manifold, were not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25aug2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 95% stenosed, de novo, with a >45 and <90 degree target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.